Manufacturer narrative:
It has been established that the details of this incident report are an inaccurate duplication of two distinct incidents, previously reported via mdrs 3005477969-2014-00472 and 3005477969-2014-00225. Please disregard this report.

Event description:
It was reported that revision surgery was performed. The reason for the revision is unknown.